Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 92 mg/dl (meter), 56 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 36 mg/dl. Patient did not experience any adverse events. No further information has been reported.